Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. The customer reported that the event occurred in (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message and a "scan again in 10 minutes" message after 8 days of wearing the adc freestyle libre sensor. Customer further reported that on (B)(6) 2018 she experienced sweating and lost consciouscness, and was treated by a non-healthcare professional in her home with oral glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor plug was properly seated in mount. No failure mode was observed on sensor plug assembly. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and sim-vivo test was performed. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a "replace sensor" message and a "scan again in 10 minutes" message after 8 days of wearing the adc freestyle libre sensor. Customer further reported that on (B)(6) 2018 she experienced sweating and lost consciousness, and was treated by a non-healthcare professional in her home with oral glucose. There was no report of death or permanent impairment associated with this event.